Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the insufficient or improper reprocessing.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the instrument channel of the subject device was dirty. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.